Manufacturer narrative:
(B)(4).

Event description:
It was reported that during operative hysteroscopy procedure the truclear incisor blade would not window lock. Surgeon used another blade which worked fine. There was a 10-minute delay experienced. No patient injury/complications reported.

Manufacturer narrative:
Device investigation narrative - review of the device history record for this device indicated that there were no outstanding issues related to this device during manufacturing. Visual inspection and functional testing could not be performed because the device in question will not be returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product to look at. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated. Our quality department will continue to monitor for trends. No further investigation is required. (B)(4).